Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file didn't find any other similar reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00459. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a device was defected. Additional information was received on 9/29/17: according to the doctor, the device had to be rotated 180 degrees over the wire to get it in the femoralis. They used 2 devices, and the first was discarded because it had the same problem. Only one retrieved. Manual compression was applied and there were no adverse consequences for the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal vip device was received for evaluation. The arteriotomy locator was returned with the device as well. The returned device was subjected to visual analysis where a blood like substance was found on all returned components. The hemostatic sheath was properly mated with the deployment sleeve of the device cap, which was in the rear lock position with the color bands fully exposed. Approximately 1.5" of suture was exposed from the hemostatic sheath. The suture contained only the clear shrink-wrap compaction marker. To evaluate the device in terms of the allegation, the hemostatic sheath was removed from the device cap. The arteriotomy locator was then inserted into the hemostatic sheath. The transition between the hemostatic sheath and arteriotomy locator was then examined under microscopy. There were no gaps between the arteriotomy locator and the hemostatic sheath. The assembly was then inserted into a vessel model. There was resistance encountered as the transition point was inserted. Additionally force was applied and the assembly could be inserted with no additional rotation. The complaint could not be confirmed for insertion difficulties as the assembly could be inserted into a vessel model. There were no anomalies noted with the arteriotomy locator or hemsotatic sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.